Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a pocket infection. The location was described as the device pocket. It was unknown if a culture was taken or if antibiotic treatment was necessary. The date of the onset/diagnosis of infection was not specified. It was noted that there was an explant. The date of the explant was (B)(6) 2014. The product status of the implantable neurostimulator (ins) was explanted-complete. The patient status as of the date of this report was alive with no injury. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that the patient recovered from explant and the device would be sent back as soon as it was received from hospital pathology.